Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# va0x818007, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 3550-29, lot# n517776, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare professional reported that the patient lost therapy. It was noted that the impedances looked okay. On contact 0 impedance measurements were 790 ohms /573 ohms, and on other contacts impedance measurements were 700 ohms, 590 ohms, and 495 ohms. The patient had one program, and the therapy impedance of 426 ohms. There were no falls or trauma reported that could be related to this issue. It was noted that the healthcare professional had a clinician programmer and the patient was available. The patient had stimulation turned on at 4-5 v. Results indicated "no anomalies found." During programming, the healthcare professional reported increasing amplitude to 10 v, however the patient was still unable to feel stimulation. It was further reported that the patient was able to feel a little stimulation in the back at 10 v. Review of the usage diary verified that the patient had stimulation on. Stimulation was last felt on (B)(6) 2015. Additional information received from the healthcare professional reported that actions/interventions taken included a caudal epidural. It was noted that if the caudal epidural failed, they may need to revise the lead. It was determined that the cause of the loss of stimulation was lead migration. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.